Event description:
It was reported the handle/stem of the 2.0x12 mm mini trek balloon dilatation catheter (bdc) separated whilst being advanced over a non-abbott guide wire on the way into the catheter, before entering the anatomy. There was no resistance during advancement or removal and no force was used. There were no adverse patient effects and although a delay in the procedure occurred; no harm was reported to the patient as a result of the delay. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation determined the reported separation appears to be related to operational context there is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. B5- describe event or problem.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the handle/stem of the 2.0x12 mm mini trek balloon dilatation catheter (bdc) was advanced on a non-abbott guide wire and separated on the way into the catheter, before entering the anatomy. There was no resistance during advancement or removal and no force was used. There were no adverse patient effects and there was a delay in the procedure; however, no harm was reported to the patient. No additional information was provided.